Manufacturer narrative:
Analysis of the returned programmer revealed that a short circuit occurred under the filter board, due to the detachment of a securing nut that touched two contacts under the filter board. Moreover, it was observed that the power supply connector contact was broken. These issues could be due to excessive pressure applied on the power supply connector. However, this hypothesis could not be confirmed with certainty.

Event description:
Reportedly, noise and smoke are generated by the subject programmer when it is plugged in to the mains.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, noise and smoke are generated by the subject programmer when it is plugged in to the mains.

Event description:
Reportedly, noise and smoke are generated by the subject programmer when it is plugged in to the mains.